Event description:
On (B)(6) 2010, the surgeon performed a left si joint arthrodesis. Three ifuse implants were placed utilizing the stealth navigation. During the surgical procedure, the most proximal and the most distal of the guide pins advanced during broaching and implantation of the ifuse devices. The pt had no hemodynamic problems intra-operatively. When pt awoke post operatively, she was complaining of a burning pain that radiated down the posterior thigh, and burning pain in the left buttock. She stayed a second night in the hospital. The pt had no new findings of numbness or weakness in the lower extremities. Three months post-operatively a trochanteric bursa injection was performed. At the 4 months post-operative visit, the pt described resolution of the burning in the left buttock and left posterior thigh. The pts symptoms post operatively were most likely related to inadvertent advancement of the pin or pins during the index surgical procedure. No motor or sensory deficit was ever documented. The symptoms responded to treatment with lyrica and the symptoms eventually resolved. The surgeon has modified his surgical technique and now selects a trajectory where even if there were pin advancement, the pin would advance into bone. The surgeon states that he has had no further pin advancement issue.

Manufacturer narrative:
Based upon the complaint info and investigation, the root cause for the pt experiencing transient radiculitis was inadvertent advancement of the steinmann pins during the placement of the ifuse implants.